Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the central processing dept with an unsigned note that stated,"cannot turn volume alarm up, can't hear at all". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.